Event description:
During baxter's evaluation, a spectrum pump alarmed "door not fully latched". The customer reported the pump door would not latch closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The unit was received inoperable due to a constant "door not fully latched" message which corresponds with reported symptom "door will not latch close". This condition was caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed upper link switch, was replaced.